Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump has a blank display. During the call, the call was disconnected. Several attempts were made to contact customer but were unsuccessful. Customer's blood glucose was unknown. Nothing further reported.